Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was deactivated after the morphology of the r wave had changed thus double detection was seen and seven inappropriate shocks were reported. The patient was hospitalized and it was not possible to reproduced the incident. Technical services (ts) reviewed the case and provided technical options, including programming options with the primary sensing vector, however oversensing could not be excluded if the same type of signal (likely related to a clinical condition) was presented also in the primary sensing vector. No adverse patient effects were reported. The device remains implanted.